Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated with serum in the reported problem area of the pipette assembly. The tip eject sleeve and tip clamp were cleaned and reinstalled. The instrument was inspected, tested without further problem, and returned to service.